Manufacturer narrative:
(B)(4). Date sent: 12/09/2021. D4: batch # 408a89. Device analysis: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cs40g device was received with no apparent damage and with a reload present. The reload was received void of staples, with the washer completely cut, drivers exposed, and the knife recess below the cartridge deck. The device was tested for functionality with a test reload and the device fired, forming all staples and cutting as intended. The cut line and the staple line were completed and the staples meet the staple form release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: make sure tissue to be stapled is properly positioned in the jaws before stapling. Bunching, stretching or uneven loading of tissue could result in leakage, lack of hemostasis, or disruption of staple line. The firing stroke must be completed. Do not partially fire the instrument. Incomplete firing can result in malformed staples, incomplete cut line, bleeding, and leakage from the staple line and/or difficulty removing the device. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Additional information provided: was there any surgery delay? If yes, how long? 3 hours were there any patient consequences? No if yes, please explain: how was the case completed? Other , please specify: colostomy was done. Additional information was requested, and the following was obtained: what were the indications for surgery? Recto sigmoid cancer which needed low anterior resection. Did the patient receive any preoperative chemotherapy or radiation? No. Was this the first firing of the device? If no, what is the scrub¿s experience with reloading the device? First firing. Were there any difficulties in loading the device? No reloading as it was the first firing. What did they do to ensure that the cartridge was snapped in prior to closing the device? No reloading as it was the first firing. When was the staple retaining cap removed? When they opened the device and handled it to the surgeon, no reloading as it was the first firing. What provisions did the surgeon take to ensure the tissue was lying evenly within the jaws? Slightly. Was the device difficult to close? One time only. Was the device closed and repositioned multiple times prior to firing? One time only. Was the device difficult to fire? No. Was the distal transection completed in one or multiple firings? One. Can more information be provided about staple form? They didn't see any staples. What is the current status of the patient? Stable.

Event description:
It was reported that during a low anterior resection when they used the contour stapler, it cut the tissue without stapling.